Event description:
Caller tested 4.6 inr on the coaguchek xs system while a comparison lab returned as 3.5 inr. Customer stated his coumadin dose would be changed based on the lab result, however, no changes had been made at the time of the call. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.